Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had black lines vertically and some white dots. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation determined the following cause: - due to disconnection in cable unit, there is noise in the image. - due to disconnection in camera unit, the image has white dots. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had black lines vertically and some white dots. The event was found during reprocessing. No patient harm was reported.